Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. Attempts to retrieve additional information are in process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified a 21 mm aortic valve was explanted due to calcification after an implant duration of 14 years, eight months. Explanted device was replaced with an aortic pericardial valve. Patient outcome was reported as good.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
The aortic valve was explanted due to calcification and stenosis. The patient was transferred to the ICU in hemodynamically stable condition, and was discharged on pod #13.